Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) showed input offline. The site stated that when taking a 3d spin the mvs monitor displayed "input offline mode" and the screen went black, the 3d spin did not transfer to the stealth. The site tried rebooting the mvs but the power button blinked and the system would not power off. Then they unplugged the mvs from the wall power and waited for the system to power off. After the system powered off they rebooted the mvs and it behaved normally. The site completed a 2nd spin and it was successfully transferred to the stealth. There was less than an hour delay in the case. No impact on patient outcome.

Manufacturer narrative:
H2) additional information: it was determined there was an accidental radiation occurrence due to system unresponsive. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. System unplugged, reconnected and rebooted for system recovery to be performed. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. Number of people exposed: 1 - patient total number of people in or unknown h3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.